Event description:
It was reported that the patient has expired after an implant duration of approximately 0.4 months. On 05/12/2010 (through follow-up with the health-care provider), it was learned that the cause of death was cardiac failure.

Event description:
A patient filled with 2000 ml on the homchoice device. The patient tried the initial drain and the cycler went to fill 1 with no drain. The patient performed a manual drain of 4131ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted; (B) (4). Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received on 05/12/2010. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On 06/03/2010, through follow-up with the health-care provider via telphone, it was learned that the event was not device related. The surgeon has disassociated the device from the event; therefore, it has been determined that this event is no longer reportable to the FDA.